Event description:
The salute fixation device is intended for fixation of prosthetic material. The salute was loaded with a disposable cartridge and test fired per the instructions for use. The system deployed straight wire constructs instead of the "q" formaton. Inspection of the tip of the device showed that the end of the tip had been broken off. The case was completed with another device, without detrimental affect to the pt.